Event description:
It was reported that the left ventricular lead threshold rose from 1.5 v at 1.0 ms at implant on (B) (6) 2009, to 2.25 v at 1.0 ms on (B) (6) 2009. The lead polarity was changed from bipolar to left ventricular ring to coil.